Event description:
Technician found the bed in "down" storage area. No pt impact was reported. Cause of the problem is unk.

Manufacturer narrative:
Technician found that the hi-lo head drifts down slowly. Replaced emergency trend valve to resolve this issue.